Manufacturer narrative:
The customer reported a complaint that "the solex 7 catheter (lot #184298) is not staying in place within the suture tab and clip" was not confirmed during the visual and functional testing of the returned catheter. No device malfunction or damage was found during the testing. The suture tab, clip, and returned catheter functioned as intended. A visual inspection was performed. The suture tab and clip were returned along with the catheter and were not attached to the catheter shaft as received. No issues or discrepancies were found. No physical damage on the catheter was noted. Observed dried blood had accumulated on the suture tab and clip. Functional testing was performed. The suture tab and clip can be attached to the catheter shaft, and no problem was found. They are tight enough to hold the catheter in place. The catheter stayed in place and did not slip out of the suture tab and clip. A functional pressure leak test was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no leaks were observed. The balloons did not leak during inflation and deflation. The catheter functioned as intended.

Manufacturer narrative:
Zoll has not received the catheter for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the proximal securing device continues to dislodge off the solex 7 catheter, which causes the catheter to malposition resulting in leakage of intravascular fluid from proximal or medial infusion luers (as the catheters were no longer in the vessel). The customer stated that the reported issue could cause a risk of infection and the risk of infiltration of vasoactive fluids into sq (subcutaneous) space. The suture tab and clip provided in the catheter kit are not tight enough, allowing the catheter to slip out of the vessel. The catheter is not staying in place within the suture tab and clip. The customer stated that the reported issue had happened multiple times. No adverse reactions to the patient were noted.